Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal 2 of 2 attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the vessel sealer extend (vse) instrument would not rotate properly and would not respond to the surgeon's hand motions. The procedure was completed with no reported injury.